Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿the threads¿ of a minicap transfer set ¿would not tighten, it just kept spinning¿. This was identified while the nurse was changing the transfer set on a patient. The transfer set was in use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.